Manufacturer narrative:
The device remains in service; therefore, a technical analysis could not be performed. Good faith effort attempts were made to try and get the resolution of the reported allegation with no response. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device. A supplemental report will be filed if additional information is received in the future.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) stored atrial arrhythmia episodes on presenting electrogram (egm). Stored atrial tachycardia response (atr) episodes contained noise artifact, oversensing and atrial fibrillation event. This device remains in service and no adverse patient effects were reported.